Event description:
The user facility reported an unknown aged male in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. Upon impella insertion the guidewire kinked, and md was unable to advance. A new device was successfully implanted instead. There was no harm to the patient.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation into the delivery issues- use has been completed. The device was not returned for benchtop evaluation and investigation. Based on clinical description and data analysis, the most likely root cause of the delivery issue was most likely due to use issue as the wire was kinked and the pump was attempted to be delivered over the kinked wire.